Event description:
Three iceforce needles were used in a cryoablation procedure. This MDR is for the second needle - please see 9616793-2020-00022 for needle 1 and 9616793-2020-00024 for needle 3. During the passive thaw, the needles gave the patient an electric shock. The patient was under anaesthesia at the time of the issue. The user changed to use active thaw, but the electric shock occured again. The case was completed using passive thaw with no patient injury reported. It has been reported that all needles will be returned to the manufacturer for investigation.

Manufacturer narrative:
Needle 2 was returned to the manufacturer for investigation. The electrical parameters were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the needle lot manufacturing records identified 4 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the second needle used in the reported event. Further investigation or follow-up is not planned for this complaint. Please refer to the following MDR's for the other needle's used in this event: needle 1: MDR # 9616793-2020-00022 needle 3: MDR # 9616793-2020-00024.